Event description:
It was reported by the affiliate in (B)(4) that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the suture on the 5.5 healix advance br3sut w/oc device broke. Another like device was used to complete the procedure with a delay of 5 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rcr, the sutures broke directly. They had to take another to complete the procedure. Surgical delay of 5 minutes. No patient consequence reported. The customer returned 4 unused devices inside their completely sealed boxes. The 4 devices were reviewed, no anomalies were found on the shaft and the inserter tip. The anchor has no structural anomalies. The sutures are in good condition, no breaks or frays were found. A manufacturing record evaluation was performed for the finished device 8l94756 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported a suture breakage, however, the device that had the failure was not returned for evaluation. The returned devices were not used in a surgery, on the visual evaluation, no anomalies were found. A possible root cause for the failure reported can be attributed to an excessive force applied to the sutures when tightening. As per the instructions for use; apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.